Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's parents reported that the patient was not able to hear and talk with the device. In situ measurements showed normal impedance results and art testing indicated auditory nerve response in the five most apical electrodes. Reportedly, a complete insertion could not be achieved at implantation.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the electrode array migrated partially out of cochlea due to unknown reasons. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient's parents reported that the patient was not able to hear and talk with the device. In situ measurements showed normal impedance results and art testing indicated auditory nerve response in the five most apical electrodes. Reportedly, a complete insertion could not be achieved at implantation.